Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged and the customer received multiple intermittent power source alerts. In addition, the usb cable and wall adapter was bent. The usb cable was also frayed. Reportedly, the customer was able to charge the pump with an alternate cable. There was no reported impact to customer's blood glucose level. Replacement cable and adapter was sent to customer.